Event description:
Multi-system organ failure. Info was received on 29-jul-2003 regarding a pt, with 88% total body surface burn, who was grafted with a total of 144 epicel cea grafts lot number ee00520 in 2003. Twenty-seven grafts were applied on the anterior trunk, 14 on the left arm, 13 on the right arm, 45 circumferential left leg and 45 circumferential right leg. The pt expired 10 days later due to multi-system organ failure unrelated to the use of epicel. No further info is expected. Reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this pt. Sterility tests samples collected pre-release and final product release were negative for growth.